Event description:
It was reported that, the pacemaker system exhibited noisy signals on the right atrial (ra) lead and this right ventricular (rv) lead. Upon review, it was found that this rv and the ra lead triggered a lead safety switch and exhibited high pacing impedance out of range, low amplitudes and noisy signals oversensing on both leads. Additionally, the minute ventilation (mv) was disable due to noisy signals oversensing in the ra lead and this rv exhibited loss of capture (loc) in bipolar configuration. The technical services (ts) recommended to consider a potential mechanical ra and rv lead impairment or dislodgement and an evaluation to confirm lead integrity and position should be considered. This rv lead remains in service. No adverse patient effects were reported.